Event description:
It was reported that patient's right ventricular (rv) and atrial lead exhibited noise oversensing. Inappropriate mode switch was also noted on the atrial lead. Both leads were explanted and replaced. The patient was stable.